Event description:
It was reported that using a radial artery access approach during a procedure of the heavily tortuous, moderately calcified, concentric, distal circumflex artery, after using a rotablator a non-abbott stent was implanted. Using intravascular ultrasound (ivus) it was determined that post-dilatation was required. The 2.5 x 15 mm nc trek balloon dilatation catheter (bdc) was used, however, during the inflation the balloon slipped several times. The bdc was removed without reported issue and a different bdc was used for post-dilatation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: ikazuichi, raiden; guide wire: sion blue, joker. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.